Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, the message: "system volume too small" during pre-use check was reported. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the internal leakage test failed with message "system volume too small". The pressure transducer test, o2 sensor test, flow transducer test and patient circuit test failed as well during pre-use check. The o2 gas module was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.